Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter facility name, initial reporter address 1 and initial reporter zip/post code). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. According to the complainant, during the procedure, despite proper handling, the cold snare was unable to exit the sheath. Although this had previously shown signs of improvement, it had resurfaced. Furthermore, there had been reports of other cap cold snares experiencing difficulty in cutting effectively. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. According to the complainant, during the procedure, despite proper handling, the cold snare was unable to exit the sheath. Although this had previously shown signs of improvement, it had resurfaced. Furthermore, there had been reports of other cap cold snares experiencing difficulty in cutting effectively. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.